Manufacturer narrative:
The field service representative (fsr) could not duplicate the touch screen issue. He calibrated the touchscreen. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touch screen could not be used. As a result, an alternate device was employed. There was no surgical procedure. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6 the reported complaint could not be confirmed. Per data log review: on (B)(6)2022, the system was powered on. No buttons were pressed and the system was power cycled. This was a possible indication of the touch screen not functioning as reported. This issue occurred again and then on the fourth power up a perfusion screen was opened indicating that the touch screen was functioning. There is no way to confirm if the screen was actually touched. The log looks like it would if the touch screen was not working or the display was blank, but the log review can not confirm that the touch screen was not working. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that as a result, an alternate device was employed to complete the surgical procedure.